Event description:
The reporter stated, the surgeon inserted and removed a cc4204bf collamer single piece lens during the same surgery, due to a torn lens that was not noticed until after the lens was inserted. The lens was removed with no patient injury, no enlarged incision or sutures. The reporter stated, the cause of the lens tear was due to a loading error.

Manufacturer narrative:
Eval results - a visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.